Event description:
It was reported to boston scientific corporation that an advantage fit system was implanted on (B)(6) 2008. According to the complainant, post-procedure, the patient experienced physical pain ad suffering, and has sustained permanent injury, permanent and substantial physical deformity. The patient has also undergone corrective surgical procedures. All other information is unknown. Should additional relevant details become available, a supplemental report will be submitted.